Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Access was obtained through the femoral artery. The greater than 50% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. A 2.5x12mm maverick balloon catheter was advanced for pre-dilatation. Before inflating the balloon, the shaft broke into two pieces. While attempting to remove the distal section with a snare, the device moved distally into the second diagonal. A second attempt with the snare successfully retrieved the device by "wedging" the guide wire and broken shaft in the guide catheter and removing the devices as a unit. The procedure was completed with a different device used to post dilate and then a stent was placed. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Access was obtained through the femoral artery. The greater than 50% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. A 2.5x12mm maverick balloon catheter was advanced for pre-dilatation. Before inflating the balloon, the shaft broke into two pieces. While attempting to remove the distal section with a snare, the device moved distally into the second diagonal. A second attempt with the snare successfully retrieved the device by "wedging" the guide wire and broken shaft in the guide catheter and removing the devices as a unit. The procedure was completed with a different device used to post dilate and then a stent was placed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the device was received in two sections as a result of a break that had occurred in the hypotube. The break was located at 57.9cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along their lengths. A 0.014inch size guidewire was inserted through the wire lumen and no resistance was noted with the guidewire movement. An examination of the balloon found that the balloon had been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).